Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. Based on the information found, the root cause of the event cannot be determined. The most probable cause was a leak on the breathing circuit. The device passed the recommend tests multiple times and was returned to the customer. There was no patient or user harm reported.

Event description:
Hamilton medical ag (hmag) received the following incident description from the distributor: "a customer had a problem with this unit: alerted on tf9306. It passed all the tests. He couldn't reproduce the problem." No patient harm was reported.

Event description:
Hamilton medical ag (hmag) received the following incident description from the distributor: "a customer had a problem with this unit: alerted on tf9306. It passed all the tests. He couldn't reproduce the problem." No patient harm was reported.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Technical fault (tf) occurred during a tightness test in standby. Tf 9306 indicates that the inspiratory valve leak is higher then acceptable. Further information has been requested. Investigation is ongoing.